Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('intra-myometrial implantation of essure') in an adult female patient who had essure (batch no. 626455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced arthralgia ("joint pain throughout the body, particularly on the right"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia and embedded device with essure. The reporter commented: after research and complete rheumatological assessment, aetiology of the pain not found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 07-sep-2020. The most recent information was received on 23-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('intra-myometrial implantation of essure') and back pain ('back pain') in a 42-year-old female patient who had essure (batch no. 626455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain / pain at night"), heavy menstrual bleeding ("haemorrhagic periods"), adenomyosis ("adenomyosis"), musculoskeletal stiffness ("severe morning stiffness"), intervertebral disc disorder ("cervical discopathies / lumbar discopathies / cervical staged discopathy with tight stenosis / lumbar disc disease l5s1"), pain in extremity ("talalgia"), morton's neuralgia ("morton's neuroma"), tendonitis ("lumbosacral and lumbopelvic tendonitis / tendonitis of the right hip"), fatigue ("severe fatigue / accumulated fatigue which causes too much sick leave") and insomnia ("loss of sleep"). In 2010, the patient experienced arthralgia ("joint pain throughout the body, particularly on the right / gonalgia in both knees / pain in the left arm "). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and back pain (seriousness criterion disability). The patient was treated with physical therapy (rehabilitation with physical therapist) and surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the pelvic pain had resolved. At the time of the report, the embedded device and arthralgia outcome was unknown and the back pain, heavy menstrual bleeding, adenomyosis, musculoskeletal stiffness, intervertebral disc disorder, pain in extremity, morton's neuralgia, tendonitis, fatigue and insomnia had not resolved. The reporter provided no causality assessment for arthralgia and embedded device with essure. The reporter considered adenomyosis, back pain, fatigue, heavy menstrual bleeding, insomnia, intervertebral disc disorder, morton's neuralgia, musculoskeletal stiffness, pain in extremity, pelvic pain and tendonitis to be related to essure. The reporter commented: after research and complete rheumatological assessment, aetiology of the pain not found. The reporter mentioned that she has always been a very active person and that the pains are often muscular or articular of inflammatory type, the fascias contribute to diffuse them, and the essure reinforces these inflammations. An auto-immune exploration revealed nothing. Diagnostic results (normal ranges are provided in parenthesis if available): bone scan - on an unknown date: inflammatory damage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2022: new adverse events were added: pain in the extremity, morton's neuralgia, tendonitis, adenomyosis, heavy menstrual bleeding, pelvic pain, fatigue, insomnia, musculoskeletal stiffness, intervertebral disc disorder and back pain. Lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 07-sep-2020. The most recent information was received on 31-mar-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("intra-myometrial implantation of essure") and back pain ("back pain") in a 42 year-old female patient who had essure inserted (lot no. 626455) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008 she experienced pelvic pain ("severe pelvic pain / pain at night"), heavy menstrual bleeding ("haemorrhagic periods"), adenomyosis ("adenomyosis"), musculoskeletal stiffness ("severe morning stiffness"), intervertebral disc disorder ("cervical discopathies / lumbar discopathies / cervical staged discopathy with tight stenosis / lumbar disc disease l5s1"), pain in extremity ("talalgia"), morton's neuralgia ("morton's neuroma"), tendonitis ("lumbosacral and lumbopelvic tendonitis / tendonitis of the right hip"), fatigue ("severe fatigue / accumulated fatigue which causes too much sick leave") and insomnia ("loss of sleep"). In 2010 she experienced arthralgia ("joint pain throughout the body, particularly on the right / gonalgia in both knees / pain in the left arm "). Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required) and back pain (seriousness criterion disability). The patient was treated with surgery (salpingectomy and hysterectomy) and physical therapy (rehabilitation with physical therapist). On (B)(6) 2020, the pelvic pain had resolved. At the time of the report, the back pain, heavy menstrual bleeding, adenomyosis, musculoskeletal stiffness, intervertebral disc disorder, pain in extremity, morton's neuralgia, tendonitis, fatigue and insomnia had not resolved. The outcomes for embedded device and arthralgia were unknown. The reporter considered adenomyosis, back pain, fatigue, heavy menstrual bleeding, insomnia, intervertebral disc disorder, morton's neuralgia, musculoskeletal stiffness, pain in extremity, pelvic pain and tendonitis to be related to essure administration. No causality assessment was received for essure with regard to arthralgia or embedded device. The reporter commented: after research and complete rheumatological assessment, aetiology of the pain not found. The reporter mentioned that she has always been a very active person and that the pains are often muscular or articular of inflammatory type, the fascias contribute to diffuse them, and the essure reinforces these inflammations. An auto-immune exploration revealed nothing. Diagnostic results (normal ranges are provided in parenthesis if available): [bone scan] (date unknown): inflammatory damage. Lot number:626455, manufacture date:2008-01, expiration date: 2009-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('intra-myometrial implantation of essure') in an adult female patient who had essure (batch no. 626455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced arthralgia ("joint pain throughout the body, particularly on the right"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia and embedded device with essure. The reporter commented: after research and complete rheumatological assessment, aetiology of the pain not found. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.